Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the outer tube, the light guide bundle shows slight wear and darkening and component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the insertion tube has knock marks caused by component failure of the outer tube, light guide bundle shows slight wear and darkening caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had knock marks on the insertion tube. The issue occurred during the setup of the device. There were no reports of patient harm.